Event description:
It was reported that sometime in (B)(6), 2014 while using a bd plastipak 50 ml syringe the syringe pump produced an occlusion alarm while administering actilyse i.v. Thrombolyse to a patient. Because of this the patient did not receive the correct amount of medication in a correct time frame. Per the reporting physician, it is unknown if this caused a less successful treatment for the patient.

Manufacturer narrative:
Results: a sample was not received for evaluation and a lot number for this device was not provided. Without a lot number for this device the device history records could not be performed. Conclusion: implementation of a higher viscosity barrel lube has been performed at the plant, which has shown to lower pump forces. In addition, an in-process pump force requirement has been implemented. New lubrication was implemented at the "beg".